Event description:
Information was received indicating that a smiths medical cassette was leaking fluorouracil. This was discovered while filling the cassette. The drug began to fill up the plastic casing outside of the inner bag. The cassette was able to be filled to approximately 94 ml before it started leaking. There were no reported adverse events.